Event description:
A cartridge change error was reported with the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was instructed by technical support on various troubleshooting steps, including inspecting and cleaning the pump's components and attempting to load a new cartridge. Despite these efforts, the customer was unable to successfully load the cartridge. Reportedly, customer reverted to manual injections for insulin therapy.